Manufacturer narrative:
(B)(4).

Event description:
The patient reported having increase in seizures (had 3 seizures within past 4 days since last dosing). The nurse practitioner decreased the patient's output current and changed the on time from 5 min to 3. The nurse stated that the patient's seizure frequency was above pre-vns levels. Before vns the patient was reported to have 1 seizure per week. The patient has had no recent changes in medication nor has his condition reportedly changed. The nurse was not able to assess if the increase in seizures was related to the vns therapy. Diagnostics were checked and reported as good. The patient was implanted (B)(6) 2016 and settings were still being titrated up. No additional relevant information has been received to date.